Manufacturer narrative:
The recipient was reimplanted with another advanced bionics device on the contralateral side. The recipient's wound has reportedly healed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. On (B)(6) 2016 the recipient was prescribed linezolid, rifampicin and augmentin for 7 months intermittently. On (B)(6) 2016, an aspiration was performed. On (B)(6) 2016, the recipient underwent an incision and drainage procedure. On (B)(6) 2016, the recipient underwent a second incision and drainage procedure. On (B)(6) 2016, the dressing was changed and swelling was resolved. The recipient's device was explanted. The recipient was reimplanted on the contralateral side.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.